Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was able to confirm but was not able to replicate the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed. There were no investigations found, which were considered relevant to this investigation. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an incomplete cut in the patient's unknown eye during cataract surgery.